Manufacturer narrative:
Concomitant medical products: 452453 lead, implanted: (B)(6) 1993. If information is provided in the future, a supplemental report will be issued.

Event description:
In response to the advisory describing the potential for device circuit error to occur while the device is processing an atrial-sensed event, the implantable pulse generator (ipg) was prophylactically replaced. No device malfunction was observed while the device was in use, however, given the potential for loss of device functionality the ipg was explanted and replaced to preclude harm to the patient. It was additionally reported that the right ventricular (rv) lead exhibited rising/high thresholds and low impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.